Event description:
On (B)(6) 2014, the reporter contacted animas alleging keypad issues when the pump is suspended or resumed. This complaint is being reported because no troubleshooting of the issue could be conducted to determine if the issue was resolved. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.